Manufacturer narrative:
It was reported that the user flushed their eyes with water for at least 15 minutes, then was reported to be "not experiencing symptoms." Multiple attempts were made to obtain additional information from the user facility; however, no additional information was provided. The rapicide labeling states, "wear protective gloves/eye protection/face protection. If in eyes: rinse cautiously with water for several minutes. Remove contact lenses, if present and easy to do. Continue rinsing. Immediately call a poison center/doctor." UDI related data clarification - the lot number are unknown; therefore, the production identifiers were not included in the MDR. No additional issues have been reported.

Event description:
The user facility reported via chemtrec report that an employee's eyes were exposed to rapicide pa high-level disinfectant. Chemtrec offered medical assistance, and a copy of the safety data sheet.